Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of device: visual analysis of the photographs identified; device patch with lot number 2744007, an extended opening, red particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine.

Event description:
Device has been explanted. Healthcare professional additionally reported "lump in left axilla," silicone lymphadenopathy, and "severe circumferential tear/rupture of shell with free silicone within the capsule. Silicone noted to have lost its cohesive nature and appeared more of a liquid composition."

Event description:
Device has been explanted. Healthcare professional additionally reported "lump in left axilla," silicone lymphadenopathy, and "severe circumferential tear/rupture of shell with free silicone within the capsule. Silicone noted to have lost its cohesive nature and appeared more of a liquid composition."

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.